Manufacturer narrative:
On (B)(6)2010, a respiratory therapist reported leaking nitric oxide (no) from pressure line in back of inomax ds, (B)(4). Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced, and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.

Event description:
On 08/30/2010, a respiratory therapist reported an audible high pitched leak coming from the inomax ds, (B)(4). The device was not on a pt and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and returned to the company for investigation.